Event description:
It was reported that the right ventricular lead was dislodged and oversensing p waves. The r waves were low and the trend intermittent - also the capture threshold was intermittent. It was noted by the patient that a grandchild may have kicked the device area. Reprogramming the lead polarity did not resolve the issues so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: subsequently, performance data about the lead was collected from the device and analyzed. Analysis revealed evidence of undersensing and cross chamber oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode. (B)(4).